Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Tandem technical support assisted customer in priming the infusion set tubing and successfully resuming insulin therapy. Customer's blood glucose level was 386 mg/dl.